Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Investigation revealed that all keypad buttons responded as expected. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow - up #1 additional information received on (B)(4) 2012: the reporter now describes the pump as randomly 'self-suspending' for the last 4-5 days. The patient was adamant they did not suspend the pump. Customer service advised the reporter the sticking button and possible delay in the button response when patient presses ok may be a factor.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.